Manufacturer narrative:
The reported complaint of "the solex 7 catheter (lot #160263) leak" was confirmed during the functional testing. A pinhole leak was observed at the proximal end of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Noticed dried blood residues inside the catheter's serpentine balloon. A functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed at the proximal end of the serpentine balloon: thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the solex 7 catheter with lot #160263.

Event description:
During the ivtm therapy for a (B)(6) male patient (weight (B)(6)), the solex 7 catheter (lot #160263) was inserted into the patient's right internal jugular vein. The catheter insertion was smooth and was inserted in a single attempt. The user completed the leak checks as per the IFU prior to placing the catheter into the patient, and no leak was observed. During the cooling phase of the ivtm therapy, the user observed decreasing volume of saline in the bag. No traces of leaked saline were observed on the thermogard system, patient bed, and floor. The dwell time of the catheter was 24 hours. The thermogard xp ivtm system did not generate an alarm because the user had recognized the saline leak before the system alarms. A leak test was performed on the catheter, and a leak was noticed on the serpentine balloon of the solex catheter. The customer suspects around (B)(6) of saline infusion into the patient's body. The catheter was replaced to continue the ivtm treatment. No consequences or impact to the patient.